Event description:
It was reported that the patient had twiddler syndrome. The ventricular and atrial leads were found wound up in the pocket. The device and both leads were explanted with no replacements at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. Several conductors were distorted. The outer tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. Visual analysis noted apparent explant damage. (B)(4) the full lead was returned and analyzed. No anomalies were found. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.